Event description:
A pt was undergoing coronary stenting (vessel calcification/tortuosity unk). When the product was being pulled out, the 2.5 x 28mm cypher stent dislodged off the balloon into the iliac artery; it was retrieved with a snare.